Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported receiving the heater bag not detected message on the cycler during the previous night's treatment. The patient also received an air detected in cassette message. Patient cancelled the treatment. Upon opening the cassette door, it was noted that solution was in the cassette door and a pin sized hole in the cassette. Patient used manual treatment for the night. The cycler was replaced.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported receiving the heater bag not detected message on the cycler during the previous night's treatment. The patient also received an air detected in cassette message. Patient cancelled the treatment. Upon opening the cassette door, it was noted that solution was in the cassette door and a pin sized hole in the cassette. Patient used manual treatment for the night. The cycler was replaced. Upon follow up with the patient's nurse, it was stated that the treatment was completed. No patient adverse effects were experienced and no medical intervention was required as a result of this incident. The patient has since received a new cycler and is completing treatments.